Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). There is no product available for evaluation. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient was admitted for decompensated heart failure. The patient was started on milrinone and inotropes. The patient continued to require milrinone and was discharged on milrinone. Additional information was requested however not provided.